Event description:
It was reported that the electrogram captured noise and oversensing while running a sensing test in the office. The lead remains in use and no intervention was taken. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.